Event description:
The following information was reported: balloon loss of pressure when pulling back to the arteriotomy. Manual compression was applied for 30 minutes or less. Vessel type: coronary vessel size: 5 mm sheath size: 5f.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. However, it was reported by the facility that the patient had a relevant history of pvd/calcium. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. (B)(4). Note: pi number is unknown as the lot number was not provided.